Manufacturer narrative:
12/7/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: complaint is unconfirmed; this is due to the product not being returned for review. Complaint will be reopened if product is received. Device history evaluation: device history record reviewed, no abnormalities related to the reported failure. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports mlx was smoking near the fiberoptic port during surgery. On (B)(6) 2017 customer reports . "Anterior cervical fusion being performed, can't say exactly what the injury was. Per the nurse in the room there was the smell of burning flesh as well as smoke. The nurse stated it did not appear to cause any permanent damage at the time."